Event description:
The device was returned for disposal only, with the indication of "end of life pump replacement; prophylactic removal to avoid in-vivo battery depletion". There was no patient injury and patient recovered without sequela. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 430mcg.

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2004, explanted: unk. Final analysis of the pump revealed a high s2 battery resistance.